Manufacturer narrative:
Corrosion was noted within the internal components of the device.

Event description:
The remb micro drill was sent for eval because it was overheating and leaking a black fluid during inspection. There was no pt involvement; no adverse event was associated with the device.